Event description:
Onetouch ultra blood glucose meter had changed into the mmol/l, units of measure setting. The pt denies any injury, symptoms, or treatment. The pt was unable or unwilling to provide info regarding the color of the label on the back of the meter. The pt did state the meter was not new. This case is being filed as a malfunction as the product's serial number indicates this meter should have been locked in the mg/dl setting. Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. The meter was replaced.